Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear as stated in the experience report. However, this cannot be confirmed as the devices were not available for evaluation and the provided images do not show signs of wear that are inconsistent with implantation. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Event description:
As reported, approximately 6.5 years post op initial left tka, this 79 y/o male patient was revised due to poly wear. Surgeon revised liner and petalla. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain x-rays. Product not returning, disposed by hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 4062252 02-010-04-0240 - logic cr femoral por, left, sz 4, 3883884 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, 4243244 200-02-38 - three peg patella 38mm, 6002016021 a10012 - gps implant kit v2, 402399-18 stk190-119-90 - stryker saw blade 90x19x1.19mm.